Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was not impacted.